Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 5404523 have been tested in database record (B)(4) on 21/jun/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the 5404523 was manufactured according to the work instruction (wi) version 13 packaged the multivac m10, m14 on 25/oct/2022, with a total of (B)(4) units. Gluing of tube: the lot 5405952 was glued according to the wi version 8, manufactured in the line lc01 on 22/oct/2022 with a total of (B)(4) units. Short cannula: the 5405956 was manufactured according to the wi version 9 manufactured in the line lc04 on 19/oct/2022, with a total of (B)(4) units. The 5405957 was manufactured according to the wi version 9 manufactured in the line lc04 on 25/oct/2022, with a total of (B)(4) units. The 5405956 was manufactured according to the wi version 9 manufactured in the line lc05 on 13/oct/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 19/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5404523 and found other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on (B)(6) 2025 in the tubing. No further information available.